Manufacturer narrative:
Section b1 adverse event/product problem - corrected - no adverse event. B2 outcomes attributed to ae - corrected - no other serious (important medical events). Section b5 executive summary - updated. Section h1 type of reportable event - corrected - no serious injury. Section f10 / h6 clinical code - corrected. Section f10 / h6 health code - corrected. Section f10 / h6 device code - corrected. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that post procedure, the patient experienced with weakness in both lower limbs occurred and progressive worsened. The patient was unable to walk and was accompanied by mild dizziness as the acute cerebral infarction to be excluded. Additional information received on 03-jan-2025 stated as per team discussion on 02-jan-2025, unlikely relationship for evolve china study is categorized as not related. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that post procedure, the patient experienced with weakness in both lower limbs occurred and progressive worsened. The patient was unable to walk and was accompanied by mild dizziness as the acute cerebral infarction to be excluded.